Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient had an explantation on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with an unspecified saline breast implant experienced right sided breast pain. Patient stated she is experiencing right breast pain. The pain began with neck issues about two years ago. Patient had an MRI in neck and brain to confirm what was causing the neck pain. During this time of testing is when patient noticed the pain in the right breast. Patient states that when she squeezes the peck muscle the pain is worse. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.